Event description:
It was reported that the left ventricular lead at implant could not be inserted into the selected vein. The lead was not used and a competitor lead was implanted in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however there was blood/body fluid on all conductors (not obstructed); full lead returned and analyzed.